Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿sensor expires¿ error message with the adc device and as result, the customer was unable to obtain sensor readings however, a capillary reading of 33mg/dl was obtained on an unspecified device. The customer experienced a loss of consciousness and was provided fruit juice, a biscuit, and cake by their sister for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.